Event description:
It was reported that the PICC line was inserted into patient by doctor. A request was made for an x-ray to check the position. The following morning, the x-ray was checked and nursing staff discovered that the line had migrated internally. The patient was well, asymptomatic and stable throughout. The PICC line was removed from the patient by fluoroscopic guided removal. It had migrated to the pulmonary arteries.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.